Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting in 2015 the surgeon put the ins in the wrong side of his brain and he couldn't talk and he was very angry, he went back in two weeks later and he couldn't walk.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-sep-2017, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient's first implant failed, and the second implant worked. The patient clarified stating they had their ins turned off for a year because it was not working. They changed out the leads and moved the battery to the other side. Their tremors were not controlled when the implant failed and confirmed that since they moved the battery and changed the leads in 2016, the implant has been working well for them. No further complications were reported as a result of this event.